Event description:
When pt. Was placed on table the lower section of the bed dropped causing pt. To fall.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure, other, invalid data. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, user education provided, inserviced by other facility staff. The device was not destroyed/disposed of.